Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no samples or photos were returned for analysis. No DHR review can be carried out as lot number is unknown. Rationale: based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time.

Event description:
It was reported that a doctor received a needle stick injury by used pen needle that was in the garbage without the cover with a bd pen ndl 31ga 5 mm. The following information was provided by the initial reporter, translated from (B)(6) to english: at the hospital, used pen needle without outer cover was in the trash and needle stick injury occurred to dr.